Event description:
A healthcare facility in australia reported that the expiratory tubing of a 950a81 adult ventilator dual heated circuit kit was broken before use on a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section g4: PMA/510(k) number - the 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for 950a81j is used in section g4. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) section d4: serial number intentionally left blank as the information is not applicable. Section g4: PMA/510(k) number - the (B)(4) adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, (B)(4) adult ventilator dual heated circuit kit is sold in the USA. Therefore the 510(k) for (B)(4) is used in section g4. Method: the complaint (B)(4) adult ventilator dual heated circuit kit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the complaint device confirmed that the connector of the expiratory tubing was broken. Conclusion: we are unable to determine the cause of the reported fault. However, it's most likely due to mechanical impact. All (B)(4) adult ventilator dual heated breathing circuits are 100% leak tested during production, and those that fail are rejected. The subject (B)(4) breathing circuit would have met the required specifications at the time of production. The user instructions which accompany the (B)(4) adult vented dual heated circuit kit state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Single use. Do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm, or death. Do not crush, stretch, or milk the tubing. Do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system before connecting to a patient check all connections are tight before use.

Event description:
A healthcare facility in australia reported that the expiratory tubing of a (B)(4) adult ventilator dual heated circuit kit was broken before use on a patient. There was no patient involvement.